Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported on (B)(6) 2026 a 10-8mm amplatzer duct occluder was selected for implant using a 6f non-abbott sheath. During deployment the occluder took on a cobra shape. The occluder was not released from the delivery sheath and was removed from the patient. There were no adverse effects to the patient. The patient status was stable.